Manufacturer narrative:
Literature citation: sean molloy, mathew david sewell, johnson platinum, anand patel, susanne selvadurai, rikin hargunani and charalampia kyriakou, "is balloon kyphoplasty safe and effective for cancer-related vertebral compression fractures with posterior vertebral body wall (pvbw) defects?" Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in a literature that 158 patients with 228 cancer-related vertebral compression fractures (vcf) underwent balloon kyphoplasty. One hundred twelve patients had vcfs with posterior vertebral body wall defects, and 46 had vcfs with no posterior vertebral body wall defect. Outcomes were assessed pre-operatively and at 3 months. Post-operatively, posterior cement leakage was found in 16 patients in the vcf with posterior vertebral body wall defect group and in one patient in vcf with no posterior vertebral body wall defect group.